Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an attorney, who alleged that the brake malfunctioned and failed to stop the wheelchair, causing the end user to suffer "serious and disabling injuries." Drive devilbiss healthcare is currently investigating the incident, including arranging an inspection of the device through the attorney. As part of its complaint review and evaluation process, once the manufacturer can be identified, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.